Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially reported no delivery alarms. The customer then reported being hospitalized for diabetic ketoacidosis back in 2007. The customer could not recall any details about the event. The customer felt that the insulin pump was functioning and declined troubleshooting at this time. Nothing further was reported.